Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. The patient presented to the ER, where the oversensing was not reproducible. Programming changes were made. Subsequently, another episode of non-sustained rv oversensing was observed via remote transmission. Patient was asymptomatic. Review of the egm revealed possible myopotential oversensing. No patient symptoms were reported. Programming changes were made.